Manufacturer narrative:
(B)(4). Customer has indicated the product will not be returned to zimmer biomet for investigation. As the device location is unknown. Report source - crawford, david a., adams, joanne b., morris, michael j. (2020). Distal femoral cortical hypertrophy not associated with thigh pain using a short stem femoral implant. Hip international, 1-7. Journals.sagepub.com/home/hpi. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article which reported a retrospective radiographic review study from the united states that looked at distal femoral cortical hypertrophy not associated with thigh pain using a short stem femoral implant. The purpose of the study was to evaluate if the development of distal femoral cortical hypertrophy (dfch) is associated with postoperative thigh pain after tha. The study noted that forty-four patients experienced anterior thigh pain with cortical hypertrophy noted in varying zones. Attempts have been made an no further information has been provided